Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the supercaps failed in-circuit, surge current was below normal, and the battery removal test failed. After the supercaps were replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by capacitor component failure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; lcd (liquid crystal display) was just missing pixels. Analysis also found the main printed circuit board assembly was out of electrical specification. Upper case was corroded, damaged, and broken. Lower case was corroded and damaged. Battery release, lead flex cover, and battery drawer were contaminated. Side bail covers, ring cover, side bails, and ring bail were missing. Three case screws were the wrong screws. Battery contacts were compressed and discolored. Keyboarded was scratched. Battery flex was corroded. Menu encoder was loose and flex was contaminated. One board connection cable connectors were open on the display side. (B)(4).

Event description:
It was reported the lower monitor was not displaying anything. The device was returned for repair. No patient complications have been reported as a result of this event.